Event description:
According to the reporter: occurred during a low anterior resection. The handle of the device could not be squeezed. To complete the procedure, another stapler was used. No known impact or harm to patient.